Event description:
Allegedly, the threads of the midfoot nail fractured post-op. Patient had a non-union that resulted in the implant breaking. Medial column was fixed with the nail, but the lateral column was not fixed.